Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.

Event description:
The rotator broke during a left ventriculogram at 900 psi. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.